Event description:
Customer reports of smoke from the device. Customer denies observing any spark or flame. Patient was present. There was no harm to the patient or any user.

Manufacturer narrative:
Manufacture's initial report date: (B)(4) 2011. (B)(4). Additional data/failure investigation: field service technician found evidence of scorching to some components located in the rear of the device behind the back panel. Some smoke evidence was also found on some drawer liners. A replacement device is being provided to the customer and affected unit will be shipped back to carefusion for further investigation. Root cause is under investigation. A follow up report will be provided with any additional new information.